Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose as well as high blood glucose. The customer¿s low blood glucose level at the time of the incident was 50 mg/dl which was treated with food and glucose and high blood glucose was 500 mg/dl. The customer¿s other blood glucose level was 138 mg/dl and 84 mg/dl. The troubleshooting done for low blood glucose not for high blood glucose. The device will not be returned for the analysis.